Event description:
It was reported that the right ventricular lead was capped due to sensing difficulty. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was capped due to sensing difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The distal conductor was fractured (flexed), and the defib conductor was kinked/buckled. The outer tubing overlay was melted and exhibited cosmetic environmental stress cracking. The distal end of the electrode exhibited blood and body tissue/fibrotic growth.